Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted with no information as to why the lead was explanted and no allegations against the lead. The lead was returned, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.